Manufacturer narrative:
A review of the device history records revealed no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released according to design specifications. No irregularities have been identified. Although the explanted proximal section of the screw has not been returned for evaluation, information provided indicated it's likely that successful fusion had not yet occurred. Revision surgery to remove & replace the screw took place approximately 3 years after initial implantation. It appears the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion. As these implants are intended for temporary stabilization until fusion occurs they do not have an indefinite life and may fail over time if fusion is not achieved. The supplied instructions for use ((B)(4)) provide a warning to aid in reducing this type of event. Warnings: 2. The illico mis posterior fixation system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure.

Event description:
An international customer ((B)(6)) reported a patient had been feeling a strange pain. X-rays confirmed a previously implanted screw had fractured and broke. Revision surgery was conducted on (B)(6) 2016 to remove and replace the broken cannulated screw located at the patients left s1. The proximal section was removed without issue, while approximately 15mm of the distal threaded portion remains entrapped within the patients sacrum (s1). The 2-level illico construct was originally implanted on (B)(6) 2013 during a mis-tlif from the l5-s1.